Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced high blood glucose after eating without performing a meal announcement, with a peak of 348 mg/dl and subsequent downward trend; device alerts for glucose above 300 mg/dl for over 90 minutes were reported, and education on the need to announce meals before eating was provided. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance, no medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user error related to a missed meal announcement; the device functioned as designed by providing high glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was use error.